Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery depleted alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery needs to be replaced to address the issue.